Event description:
A malfunction alarm was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and continued using the pump without further issue. They were advised to call back if any malfunction code recurred.